Event description:
It has been reported to philips that the azurion system was turning off intermittently. There was no report of harm. Philips has started an investigation for this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was turning off intermittently. Review of the system log file showed that unsolicited power downs. The fse bypassed the system ups and reset bb circuit breaker. After that, system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.